Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged charging malfunction was verified. The alleged battery drop and reset malfunction could not be evaluated due to damaged usb pins.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that while charging the pump, the battery gauge charged to 65% from 6% within in 10 minutes. The battery gauge then dropped from 65% to 10% after being disconnected to a power source. The pump screen then went black. When the pump screen came back on a reset screen was displayed. Following the reset, the customer was unable to charge the pump despite the attempt of multiple usb cables, wall adapters and power sources. The customer¿s blood glucose level was 94-98 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy. The customer also had manual injection supplies available.